Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the down arrow keypad button was delayed, intermittently unresponsive and required multiple hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the keypad was found to be intact; no peeling was observed. The down arrow and contrast keypad buttons were intermittently unresponsive. The up arrow and ok buttons responded appropriately. The keypad cover was removed and contamination was found under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.